Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted presence of clips in the tube. However, it was observed that the pusher bar was buckled and the red indicator was visible in the window. Functional evaluation could not be performed as the safety interlock feature was engaged. The instrument was disassembled for visualization of internal components. No abnormalities were observed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired or if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a right video assisted thoracoscopy, the clip applier fired once and then displayed a red line indicating that there were no remaining clips. The surgeon was able to squeeze the handles of the device and the jaws closed, but no clips were applied. The product problem resulted in 500cc or more of blood loss, but it is unknown if this blood loss resulted in requiring a blood transfusion. There were no further injuries. To complete the procedure, a new device was obtained.